Manufacturer narrative:
The device was evaluated by customer and third party. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective ECG lead trunk cable. The reported problem was confirmed. ECG strip, patient event file and device logs are not provided from customer, therefore, technical investigation are not available. The device was operational after replacing the ECG lead trunk cable. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 indicating that the ECG cannot be analyzed during use. Device was in clinical use. However, there was no harm or injury reported. Although no harm was reported, the reported event will remain considered a serious injury based on the reported need to immediately utilize another ECG monitor and perform external defibrillation (indicating a life-threatening situation and use of medical intervention to preclude permanent damage). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.